Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (c-30 and m-11 errors) was confirmed and reproduced on iesu connected system. Logs showed (25913 pattern (2) c-30/m-11 errors 3/26/2025. Visual inspection:(the unit has no significant scratches or dents. The front bezel is in decent condition.) (C-30/m-11 errors occurred on monopolar coag activation) iesu unit that was placed on golden system and was run in normal mode. Failure analysis concluded that no root cause could be attributed to this issue. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the iesu.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the integrated electrosurgical unit (iesu) was exhibiting faults m-11 and c-38 when the customer attempted to use the energy. Tse reviewed the system logs and confirmed the reported event. Tse walked the customer through a power cycle of the iesu and moving the power cord to another outlet but the reported event remained. Tse found that the system was not on the same software and the other four xi systems at the account so brining in another vision side tower would not work. Tse advised the customer to use the force triad to bypass the iesu. The customer was going to locate the energy activation cable. The clinical territory associate (cta) contacted the tse regarding the iesu not getting energy from the iesu. The tse reviewed the logs and noted several faults on the integrated electrical surgical unit. A power cycle did not change the reported event. Tse informed the cta that the customer could connect a backup force triad if they have one or swap the vision side cart. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient demographics along with the procedure name were shared. The site was not aware of the problem prior to the scheduled case. The surgical procedure completed as planned robotically with davinci. To resolve the issue the force triad generator was hooked up to davinci tower. The patient was not injured in anyway.